Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had an open incisional site following implant of an neurostimulator. The patient visited urgent care and steri strips were placed and bruising was noted. The patient was prescribed medication. There were no additional patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Additional product code: qon.

Event description:
It was reported that the patient had an open incisional site following implant of an neurostimulator. The patient visited urgent care and steri strips were placed and bruising was noted. The patient was prescribed medication. There were no additional patient complications reported.